Event description:
It was reported that the xience v failed to cross the lesion which was located in the heavily calcified distal left anterior descending artery. After withdrawing the stent, the procedure was completed using a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. The returned device analysis revealed the soft tip was separated. Although the tip separation was not noticed after the procedure, the account was unable to confirm when the separation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The soft tip of the delivery system was separated and not returned. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.